Event description:
Additional information received reported that the cause of the power on reset (por) was unknown. The error code that accompanied the por was unknown. The patient was able to reset the por with the patient programmer and did not need to do a physician mode recharge (pmr). The patient was doing well.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient had an informational power on reset (por). The patient was instructed on resetting the time. The issue was resolved. It was indicated the system was functional at the time of the report and the patient was at ¾ charge.